Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to helix issues, high impedance measurements and high threshold measurements. The lead was removed without incident. No adverse patient effects were reported.